Event description:
While undergoing a colonoscopy, physician attempted to remove polyp with a hot snare and an endostat iii cautery unit. Physician was unable to obtain sufficient cautery. Cautery unit connections and wattage checked. The snare was cut per physician's orders as it had been imbedded in the polyp. Secondary snare and cautery were used to remove polyp and retained snare unsuccessfully. Procedure aborted and patient transferred via ambulance to hospital. Snare lot numbers and cautery removed from service for evaluation.